Manufacturer narrative:
The patient reportedly passed away on (B)(6) 2019. The last download occurred on (B)(6) 2019, prior to the patient death. The monitor and electrode belt have not been recovered. There is no download data available surrounding the death. The device flag data from the last download ((B)(6) 2019) does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download.

Event description:
A us distributor contacted zoll to report that a patient had passed away on (B)(6) 2019. The patient's daughter reported that the patient was not wearing the lifevest due to skin irritation. It was reported that the patient had lost a lot of weight and that the lifevest became painful for him. It was reported that the patient was "skin and bones" and bedridden so the lifevest was causing sores because the lifevest was too tight. There is no indication that the patient received medical intervention for the irritation. There is no indication of serious injury due to the irritation. The patient's mother reported that the patient died of a heart attack and lack of oxygen to his brain.